Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed exposed wires at the straight array, as well as tool damage to both top and bottom cover. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient's device was reportedly explanted due to electrode extrusion. The recipient has healed and will not be reimplanted.